Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. In the middle of the night on (B)(6) 2023, the patient was asleep when they became extremely low. It was reported that the patient did not hear any alarms coming from her pump but her husband woke up because he heard the alarm. He stated the reading was low and below 20 mg/dl. He noticed that the patient stopped breathing and tried to treat her with the glucagon they had but it did not work so he called the paramedics. When the paramedics arrived, they performed CPR (cardiopulmonary resuscitation). They checked the patient's bg and it was between 35-40 mg/dl. They treated the patient with IV fluids and waited for her bg to increase but it did not. They transported her to the hospital around 3:00am and upon arrival they checked the patient's bg and provided the patient with more IV fluids and glucose. The patient awoke between 4:00-4:30am and was released that morning after their bg stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).